Event description:
It was reported that when interrogating the vns a low output current message was being seen. Multiple attempts were made to perform diagnostics, but were not successful. The physician and family suspect the patient is not receiving any therapy as the patient has also recently began to experience an increase in seizures. The patient was referred for surgery as it is suspected that there is a problem with the generator. Update was received that the generator was replaced. Programming data was also provided. Review of the tablet data shows that the generator's reed switch had likely become stuck. The suspect device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Device evaluation was completed.

Event description:
Additional information was provided. It was noted that no magnet activations have been in the programming history since june. No known relevant surgical intervention has occurred to date.

Event description:
The suspect device was received for analysis. No other relevant information has been received to date.